Event description:
The customer reported the systems' video controller circuit board required replacement. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller circuit board was replaced. The system was then found to be operating as intended.